Event description:
The manufacturer received information alleging a leak in the ventilator's oxygen blending module board. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the tubing to the device's oxygen blending module board was found to be disconnected. The device's tubing was reconnected to address the issue. The device had evidence of tampering.